Event description:
The patient had an MRI or other medical procedure for an unspecified reason. The pump was interrogated and found to be stalled; the pump stall recovered 2 days later. The patient experienced swelling (location not specified) and thigh weakness. The pump was used to deliver hydromorphone. Additional information has been requested, a follow-up report will be sent if additional information becomes available.